Event description:
A male who underwent a left total knee replacement in 2007. On approximately five weeks later, patient stated that he was ascending one step and felt a snap in his knee and had significant pain and swelling. Xray of left knee (ap and lateral) showed anterior displacement of the polyethylene lining, no problems with hardware or evidence of lucency surrounding the hardware. Twelve days later- patient required surgical intervention of a polyethylene exchange of the left total knee replacement. [See scanned page]